Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold due to micro dislodgement, which was confirmed via fluoroscopy. This rv lead was explanted and was replaced with the same model. No additional adverse patient effects were reported.